Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling.

Event description:
According to the received information, the patient has been injected with a rha 2 (tp30l-202614b) product in the lips on (B)(6) 2021. While being injected the patient felt excruciating pain and did not feel right. The injector stated that a vascular occlusion had occurred, affecting the left side of the nose and face. On the same day, the patient's floor of her nose felt numb and it felt like someone was still piercing her with a needle. Over the course of the night, the patient stated that the event got worse. The day following the injection of rha2, the patient called the prescriber's office and stated that she had lots of pain and her nose was numb. The patient sent the prescriber's office pictures of the event at the time. On (B)(6) 2021, the patient called the prescriber's office again stating that the event was getting worse, she was in excruciating pain, and her nose was numb. The prescriber then called the patient into the office immediately. As treatment, the prescriber injected the patient with hyaluronidase in the left oral commissure, left nasolabial fold and the left lips over the course of five hours . The pain resolved, however, there was a recurrence of pain the same night and the patient came back to the office for another five injections of hylenex in the left oral commissure, left nasolabial fold and the left lips. On (B)(6) 2021, the patient was seen in the prescriber's office and said that "she was brown, black, and blue" and was still complaining of numbness in the floor of her nose, could not brush her teeth, could not eat, and was very painful. The injector was testing the patient's capillaries at that time. Capillary testing was done with the findings prior to therapy, capillary filling was 7 to 8 seconds and after therapy it was normal and has remained normal. According to the latest received information, patient's conditions resolved on (B)(6) 2021.